Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The date received by manufacturer field (g3) was incorrect in the initial report. This report contains the corrected value in g3.